Event description:
During pulmonary testing pt inhaled, but did not aspirate, part of the plastic mouthpiece, but did spit out a piece of it. The mouthpiece had actually fractured into 3 pieces smaller than 2 cm each. This could have easily been aspirated. The next day a different mouthpiece was used by pulmonary dir and she also did not bite hard but when placing teeth and lips around mouthpiece she heard mouthpiece crack.